Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, manual ventilation is not available due to high leak rate. There was no reported patient involvement.

Manufacturer narrative:
Replaced manual circuit (manual bag tube) and the manual bag (manual bag 2.0 l) to fix the reported issue.